Manufacturer narrative:
Device analysis report attached. This report is submitted on may 14, 2024.

Event description:
Per the distributor, the patient experienced no sound from the device and it was found that the electrode was out of cochlea. The device was explanted on (B)(6) 2024 and the patient re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on march 07, 2024.